Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device has been delivering an inaccurate amount of insulin for the past 6 months. It was reported that on (B)(6) 2018 the patient's blood glucose level rose from 5.0-6.0 mmol/l to 25.0 mmol/l. The patient experienced elevated blood glucose symptoms and was transported to the hospital. The blood glucose results and treatment provided at the hospital were not provided. It is unknown how long the patient was hospitalized. The infusion device cannot be returned for legal and customs issues.